Event description:
During failure analysis of a 5 mm monopolar cautery instrument, performed by intuitive surgical engineering, it was noted that a piece from a 5 mm cautery hook tip accessory remained installed in the adapter of the 5 mm monopolar cautery instrument. Medwatch report 2955842-2012-01096 was submitted concerning the 5 mm monopolar cautery instrument.

Manufacturer narrative:
The cautery hook tip accessory was returned and evaluated. Per the customer reported complaint, engineering observed that a piece of a disposable cautery tip is stuck within the monopolar adapter. The broken piece in the adapter prevents a new disposable cautery tip from being installed. The cautery tip fracture surface is flush with the distal end of a disposable tips' rectangular tube. The tip appears to have been twisted prior to fracturing. Engineering concluded that the damage is likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On (B)(4) 2012, intuitive surgical contacted the da vinci coordinator, (B)(6). (B)(6) indicated the monopolar cautery instrument was not used on the patient. (B)(6) indicated that there has been no report by the surgical staff that the cautery hook tip accessory broke off during a surgical procedure. (B)(6) indicated that she believes that the cautery hook tip accessory previously installed on the monopolar cautery instrument likely broke during reprocessing when it was being un-installed from the instrument. (B)(6) indicated that the planned surgical procedure was successfully completed with a replacement monopolar cautery instrument.